Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the handpiece wasn't working. No case details were known.